Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a c-flex 570c intraocular lens (iol). The event description provided states that the trailing haptic broke during implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. Remedial, corrective and preventive action was taken by the healthcare facility in the original planned surgery session. The c-flex 570c iol was explanted from the eye and exchanged for a back-up lens of the same model and power. The healthcare facility reports that the original incision size of 2.65mm was enlarged to 2.75mm to aid explanation and has started that no suture was necessary. The healthcare facility has reported that there was slight bleeding as a result of lens explanation which was irrigated with balanced salt solution. Initial post-op, the patient presented with slight hyphema and cystoid macular edema (cme). Our review of production records for the c-flex 570c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from his batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (july 2010) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type have been received against the c-flex 570c iol batch (B)(4). Without the ability to examine the device, a failure mode and root cause cannot be ascertained.